Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the buttons on the insulin pump were sticking. Customer stated they were unable to access the bolus wizard and they were unable to scroll on the menu as a result. Customer's blood glucose was 352 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The arrow buttons were unresponsive due to flattened dome switches. The functional testing could not be completed due to the unresponsive keypad. The insulin pump had minor scratches on the display window and a broken reservoir tube lip.